Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer and identified the failure mode as multiple hardware. The fse performed troubleshooting and replaced the ise tubing, straws and electrodes. The anion gap issue persisted. The fse performed additional troubleshooting measure including, replacement of the ratio pump, ise preamp, motor cable, filter, degasser, chloride electrode, bleached the t-valve line, flushed the deionized water cannister and decontaminated the carbon dioxide alkaline. System performance was verified and no further issues were reported. As multiple interventions were performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results with low anion gap on their dxc 800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.